Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2022, the patient underwent treatment of a stenotic lesion in the subclavian artery using a gore® viabahn® vbx balloon expandable endoprosthesis. The sheath access site was the brachial artery (side unknown). The device met resistance while advancing due to stenosis. The physician attempted to withdrawn the device through the sheath. It was noted that the device separated from the catheter during the attempt to withdraw through the sheath. A cut down was performed to removed the device. Another gore device was used to complete the procedure.

Manufacturer narrative:
Final report h10/11: section h6 updated to reflect completion of investigation: engineering evaluation: neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail and there are applicable statements. The IFU provides instruction that if excessive resistance is felt, the delivery catheter and sheath be removed together as a unit: ¿using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together as a unit.¿ the IFU also warns of the potential for stent dislocation when withdrawing the undeployed vbx device back into the sheath: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.¿

Manufacturer narrative:
G3 / g4 updated PMA/510(k)number.